Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. Additional information received indicates that the patient had a concomitant device and wished to remove the left-sided device, ergo the explanted device and capped leads, and no patient complications were observed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. Additional information received indicates that the patient had a concomitant device and wished to remove the left-sided device, ergo the explanted device and capped leads, and no patient complications were observed. No additional adverse patient effects were reported.